Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection revealed that part of the tubing was sealed. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be an error during the manufacturing process that resulted in the packaging machine sealing the tubing. To address this condition, sensors were installed on the packaging machines to detect caught tubing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard blood set had a two and a half inch long section of tubing below the drip chamber and roller clamp that was sealed shut. This was found during priming. There was no patient involvement. No additional information is available.